Event description:
It was reported that air bubbles were observed within the canister with multiple cartridges. Customer primed the tubing to address the issue. There was no adverse impact to the customer¿s blood glucose value.